Event description:
It was reported that during the implantable pulse generator (ipg) system implant procedure, the ventricular lead was inserted and physician experienced a hard time to screw the lead into the ventricular port but then finally heard the clicking sound and lead was fine. Next the atrial lead was inserted into the port, however physician indicated there was no connection between the wrench into the atrial port during clockwise turn. The atrial lead was removed from port and re-inserted, however physician reported there was no contact and did not hear 'clicking' sound. It was reported as if turning the wrench into the port with no assurance that the atrial lead made contact in the ipg. Atrial lead insertion was attempted again, however the lead could not be fixed into the ipg. No patient complications have been reported as a result of this event. The ipg was removed and replaced with a different device and both the atrial and ventricular lead were inserted into the port without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.